Event description:
A patient reported a loss or change in therapy. The patient stated she lost all control while on vacation and is still leaking a lot more than more her trip. The patient is wetting a lot and wearing pads. The patient stated that once she got to her destination and lost control she began making changes to her parameter and can no longer recall which programs/amplitudes she was on before her trip. The patient stated that the therapy was working well before her trip. The patient noted she had previously traveled in (B)(6) without incident. The patient noted that she can feel stimulation. The patient also noted that sometimes she can feel stimulation in her left foot when she is putting most of her weight on it. The patient said that she walked through security screening devices at the airport without turning the stimulator off. The caller noted she did not notice a change in therapy until she arrived at her destination. The patient reported she feels stimulation in the bike seat, the patient increased stimulation on program 1 from 1.15 v to 1.40 v. At 1.40 v the patient felt stimulation in her feet, so she decreased to 1.25 v. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Information omitted about ins accidentally turning off as it is captured in pe (B)(4). Information omitted about 1st ins no effect and lead issue as it is captured in pe (B)(4) information omitted about patient programmer goes through batteries quickly as it is captured in pe (B)(4).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.